Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure a balloon rupture occurred. The 90% stenosed lesion was located in a moderately tortuous forearm shunt. On the first inflation the mustang 5.0 x 40, 75cm balloon was inflated to ten atmospheres. On the second inflation the balloon was inflated to twenty atmospheres and ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: initial examination of the returned device noted that the balloon material was fully deflated. An attempt to inflate the balloon to its rated burst pressure failed due to the presence of a pinhole located approximately 11mm distal to the proximal transition zone. A visual and tactile examination of the shaft of the device noted no anomalies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).